Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the lead migrated. The issue was ongoing. On another call on 2024-10-26 the patient reported the programmer is not working and is giving an error of reprogramming. Pats is not open today. Patients representative was notified. Patient also says there is something wrong with his wires. On 2024-10-27 the patient mentioned he is in pain and his device has not worked since the night he had the procedure. The patient stated the belt and ens fell to his knees and the lead wire was frayed.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.